Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, stent and in the guide wire lumen, consistent with the sds being advanced over a guide wire and into the anatomy. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted, consistent with the balloon not being inflated and the stent not being deployed. The reported shaft separation was confirmed. The hypotube and jacket were separated 16.5 cm distal to the strain relief tubing. The fracture faces were ovaled shape, suggesting that the hypotube had kinked prior to the separation. The hypotube jacket was separated at the same location and the jacket material was stretched and jagged suggesting force was applied to separate the material. There were four kinks in the hypotube, 1.5 and 4.5 cm proximal to the separation and 1.3 and 3 cm distal to the separation. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant, which also met the manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. It is likely that the shaft kinked as a result of pushing against resistance while attempting to cross the lesion, and during removal, the hypotube separated. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. The additional kinks noted may also be the result of pushing against resistance as there were no kinks noted during the prior to use inspection. The additional kinks may also be the result of preparing/packaging the product for return to abbott vascular. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. The reported failure to cross, kinks and shaft separation and appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that the device failed to cross the extremely tortuous and calcified lesion, which resulted in a proximal shaft separation. The second attempt with another xience v also failed to cross, which resulted in flared struts. The procedure was completed with another xience v. The lesion morphology was severe and was responsible for the failure of the devices to cross the lesion. No patient effects were reported. No additional information was provided.